Manufacturer narrative:
Additional, changed, and/or corrected data. Photo evaluation: visual analysis of the photographs identified. Through the photos provided, it is not possible to determine the lot number and catalog observed red capsule . Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Affected side was noted to be the left and left breast distortion. Baker grade for the capsular contracture was noted to be iii. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Physician reported a capsular contracture unknown baker grade. Unknown side. Device remains implanted.